Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 30 mmol/l. It was stated that the customer also has double phenomena. The mother stated that the customer was treated with manual injections. The mother also stated that the insulin pump alarmed no delivery at the time of his admission. No further info was provided.